Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a short battery life with 20 incidents of voltage drop leading to a call service 128 alarm. The returned battery cap was found to be undamaged and able to properly secure to the pump. During testing, the pump was powered on and two bars were noted on the battery indicator instead of three; the short battery life complaint was duplicated. The pump¿s electrical draws were tested and¿ found to be within required specifications. The pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. During investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side and below the grip pad. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found. The original complaint of a battery life issue was found to be caused by moisture corrosion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture in the battery compartment. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.